Event description:
The reporter stated that the keypad buttons began sticking a month ago; she stated that the buttons felt flat when pressed and had a delayed response. The pump was reportedly cleaned with a dry q-tip.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under the up and down key contacts.